Event description:
Customer reported the collimator closed down and system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reseated pcb's and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.